Event description:
It was reported that during a laparoscopic hand assisted colectomy procedure, the device's seal tore. Another like device was used to complete the case. There was no adverse pt consequence reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.